Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results from the cobas c 503 analytical unit. One example was provided. Patient 1 initial result was 22.8 mg/dl and the repeat results were 0.326 mg/dl and 0.319 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 825134. The expiration date was not provided. A reagent issue could be excluded as calibration and qc were inconspicuous. The field service engineer found an issue with the cuvette washing and the detergent adjustment. He replaced multiple solenoid valves and the detergent vacuum hoses. He adjusted the system pressure, wash water pressure, and flushed all needles (probes). The investigation determined the service actions resolved the issue.